Event description:
Report received from account states they had 2 incidents of tubing leaks. States it appeared to be leaking where the roller clamp had been unclamped. They did have chemo spills but no patient or staff injury. Samples were discarded due to chemo contamination.